Event description:
After novasure endometrial ablation procedure was completed it was noticed that the back side of the soft mesh disposable fan had a hole in it. Medical doctor went back in with hysteroscopy scope and fluid and found one filament of the soft mesh and removed it.